Event description:
It was reported that the patient had an inappropriate shock due to oversensing of wide intrinsic complexes. Office testing found that the primary vector was the only viable sensing vector. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.